Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, most probable cause was the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's plastic distal end cover was burned. There was no patient involvement.